Manufacturer narrative:
The peritonitis occurred on an unspecified date in oct2022. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in a peritoneal infection. The breach in aseptic technique was described as due to improper operation. On an unreported date, the patient was treated with penicillin (intraperitoneal). The patient hospitalization, patient outcome and action taken with pd therapy were not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information was provided as the reporter declined follow-up.